Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the reported malfunction is related to initialization failure. Initialization has to be performed as first step during the setup, therefore livanova deutschland determined that the reported issue can be considered to be non-reportable as the reported malfunction can always be detected prior to use.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system clamp was not working during procedure. There was no report of patient injury.